Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had a foreign material coming out from the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation found the following; the angle was down, and foreign material adhered in nozzle. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was unknown. As a result of component analysis of the material, mainly, silicates component was detected it was considered that silicates could be medical solution or tap water derived, however no confirmation of the specific material. Olympus will continue to monitor field performance for this device.